Manufacturer narrative:
Initial and final (B)(4) - device 3 of 5. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 04-mar-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary this investigation has been updated because the malfunction code changed from leakage from infusion site (cannula base part/cannula) (specific cause not identified) to insertion site egress - trace moisture / superficial wetness, which requires additional activities not included in the original investigation dated 09-jun-2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: eqms search: a query was run in the electronic quality management system on 03/mar/2026 against "lot number" "5344852" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The review confirmed that lot 5344852 and the identified failure mode are not associated with any non conformance report or corrective and preventive action (CAPA) plan of the same or similar nature. Similar complaints search: a query was run in the eqms on 02/mar/2026 against "lot number" criteria equal "5344852" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The number of complaints is (B)(4). The complaint numbers are complaint (B)(4). Device history record review: the lot 5344852 was manufactured according to work instruction (wi) version 42 and manufactured in the m12, on 21/feb/2021 with a total of (B)(4) units. The sub-assembly: assembly lot 5346221 was manufactured according to the work instruction (wi) version 20 and assembled in the quickset line, on 21-feb-2021, with a total of (B)(4) units. Lot 5346222 was manufactured according to the work instruction (wi) version 30 and assembled in the quickset line, on 21-feb-2021, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation results: eqms search a query was run in the eqms on 12-feb-2026 against "lot number" 5344852 and similar malfunction code(s) : leakage from infusion site (cannula base part/cannula) (specific cause not identified), infusion site leakage. The review confirmed that lot 5344852 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. The complaint can be closed referencing the investigation (as it addresses the malfunction). Similar complaints search: a query was run in the eqms on 12-feb-2026 against "lot number" criteria equal 5344852 and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), infusion site leakage - trace moisture / superficial wetness. Count of complaint is (B)(4). The complaint numbers are: (B)(4). CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion leak over the cannula site issue event on (B)(6) 2023. No further information available.